Manufacturer narrative:
Duplicated customer complaint. Hdd failure identified as causal.

Manufacturer narrative:
The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The hard drive was replaced and software version 01-96 was installed. Customer requested that we leave the ip blank because this will be his spare unit and he will configure as necessary. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
Please refer importer report#: (B)(4).